Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Initial reporter exceeds character limitations: (B)(6).

Event description:
The hospital reported that the cradle tube and device are not coming in and out safely. The surgeon pushed out the cradle of the vasoview hemopro 2 to check it before they used it, and when retracting it back into the device, one of the side wires bent outwards and would not retract back into the tube of the device. The surgeon did not push it out too far, just a normal check. It took a bit of wiggling, but the harvester got it back into its tube; however, didn¿t feel safe using it in the patient. The device was new, unused, and just out of the package when the cradle was checked. It was discovered during patient case. The surgeon opened another box. There was no adverse event.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, e3, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/22/2025. An investigation was conducted on 12/29/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or heater wire. The c-ring was observed to be intact. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The blue toggle on the cannula was manipluated to extend and retract the intact c-ring, the c-ring was able to be retracted and extened into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well the evaluation results, the reported failure "mechanical problem- c-ring" was not confirmed. The lot # 3000498117 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.